Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The device has wire broken in the distal section end, 328.5cm from the proximal section, with the distal tip was returned kinked and stretched. The outer diameter of the distal tip, mid and proximal section were measured and were within specification. The overall length could not be measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-feb-2017. It was reported that the rotalink¿ advancer was leaking air thus the rotawire¿ was unused. A rotawire¿ and wireclip¿ torquer was selected for use. During procedure at outside patient's body, it was noted that the advancer was leaking air thus the wire was unable to be used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the wire was broken at the distal section.